Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of low-117 mg/dl, needing settings adjustment. Customer drank dr pepper, and ate chocolate to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.